Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after placing the right ventricular (rv) lead, it got caught in the edge of the slitting blade. While attempting to release it by pressing the white button, the lead mistakenly became caught at the blade's tip, potentially causing damage. Although no abnormalities were found in the lead impedance, visual confirmation of capsule damage indicated placement difficulties. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.